Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump got damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the reservoir compartment area cracked off and is no longer attached to the pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No missing segments/partial display noted. The test transmitter communicated properly to the insulin pump. Insulin pump was received with minor scratched display window, missing reservoir tube o-ring and partially broken off reservoir tube lip. However, the test reservoir was lock/click in place.